Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the value automatically changed on setting change screen on the v60 unit, even though a user was not changing it. Nav ring did not function either. There was no patient involvement.

Manufacturer narrative:
The service technician was able to duplicate the reported issue of value automatically changed on setting change screen on the v60 unit. The issue was caused by navigation ring malfunction. The nav ring will be replaced when parts become available.

Manufacturer narrative:
The service technician replaced the front bezel to correct the reported problem. Unit was checked overall, cleaned, run in tests and functionally tested. Unit was returned to the customer for patient use.

Manufacturer narrative:
The front bezel was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any evidence of damage or contamination. The rotary adjustment assembly / nav ring overlay had no notch. The front bezel assembly was installed in a test ventilator to verify and test the functionality of the rotary adjustment assembly. The nav ring was nonresponsive while changing parameters and settings. The rotary adjustment assembly (nav ring) was removed from the front bezel assembly to perform an internal visual inspection. Visual inspection identified signs of contamination on the rotary adjustment assembly (nav ring) matrix. Contamination buildups were found on the rotary adjustment assembly (nav ring) matrix which caused the nav ring not to function.